Event description:
It was reported that a spectrum pump displayed system error 105 at start up during biomed testsing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 was confirmed through review of the event history log. During the evaluation visual observations internal to the motor were identified: excessive motor bearing wear with shaft end play, and black material around the bearing. The internal motor inspection was invasive, so the motor assembly was replaced.